Event description:
(B)(4) event recorder serial number (B)(4) was at a patient's home. The patient was not wearing the device and had left the device in a carrying pouch in their bathroom on the rim of their bathtub. While the patient was out of the room the event occurred. One lithium thionyl chloride (lith) battery cell from the battery pack pair burst. Extensive damage occurred to the battery cell, device and carrying pouch. No injury occurred to the patient, nor was there any damage to surroundings.

Manufacturer narrative:
The battery cell design has a built in thermal limiting fuse that by design should open in the event of high energy draw from the cell. In discussions with the battery cell manufacturer they have indicated they have had process control issues and believe that not all of their nickel coated steel battery casings are as robust as originally intended. Investigation is on-going at this time. For these reasons braemar has taken field action and recommended discontinuing use of this manufacturer's non-rechargeable disposable battery cells. Our customers have been provided with an alternate qualified battery cell, in both new devices shipped, as well as for replacement cell use.